Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient¿s charging experience was getting longer and longer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's activa rc was replaced with a percept rc (replacement due to super high settings and implant getting close to eos). Impedances were taken pre-op and intra-op and all impedances were in normal range. In post-op, patient was not doing as well. Impedance was taken again and an alert was shown for bipolar values 8/9 reading at 54 ohms. Unipolar readings were at 500 ohms for c// and c/9, per mdt rep. Patient is programmed at c-8+9+. Tech services reviewed not to program both 8 and 9 together. Reviewed rep could split them up but wouldn't recommend leaving them together. Rep took impedances again and saw they were at 34 ohms for 8/9. Rep will monitor and discuss further with provider. Rep sent email saying the programs were swapped between hemispheres which resulted in patient feeling better and impedance issue resolving.